Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the patient's right ventricular lead exhibited over-sensed noise and variable pacing impedance. There were no patient consequences. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.